Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and tones after approximately 16 months of implant during routine follow-up. An emergent revision procedure was performed wherein the device was explanted and replaced. No additional adverse patient effects were reported.